Manufacturer narrative:
The lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at a routine follow-up nearly two years post-implant. The pacing impedance and sensing measurements were within normal range. The lead was explanted and replaced. No additional adverse patient effects were reported.